Manufacturer narrative:
It was reported that the visum 300 light head allegedly came off at the cardanic arm. A stryker field service technician (sfst) was dispatched to inspect the unit. The sfst confirmed the light head did not fall to the ground because the cables inside the arm prevented it from falling. Based on inspection, the system showed evidence of impact and potential misuse. The sfst noted separation at the cardanic, damage to the spring arm joint as well as a missing/damaged cover. The unit is estimated to have been installed for about 7 years, which exceeds the expected lifetime of 5 years for this product. The root cause of the separation is believed to be misuse and impacts to the unit over the time it has been installed. Section 9, maintenance, in the stryker visum 300 ceiling-mounted exam light manual (1004400184h) states that the light must be inspected twice a year to determine whether any deformation of the system is present, and once a year to check for connections and markings, loose parts, keeper clip, and c-clips. Based on service history within the past 4 years, this light was not maintained by stryker. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the visum 300 light head allegedly came off at the cardanic arm. There was no patient involvement, injury or adverse consequence reported.